Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter / foreign material was observed in an exactamix 2400 valve set. The particle was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between december 06, 2023 and december 07, 2023. H11: the actual device and a photograph of the sample were received for evaluation. A visual inspection of the actual sample was performed, and it was noted that there was some contamination of foreign matter observed on the actual returned sample bag which appeared to be a piece of dark particulate embedded in the bottom right port shoulder weld area of the eva bag. The returned photograph was also reviewed, and it was noted that there was a spot of dark particulate observed in the product in the bottom right port weld. The reported condition was verified. The cause of the reported condition could not be determined; however, the cause was most likely due to variations of the manufacturing port shoulder weld process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.